Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited post-sensed t-wave oversensing. The programming changes was performed, and the patient was in stable condition.